Manufacturer narrative:
A correlation between the device and the reported heart failure symptoms and elevated lactate dehydrogenase levels could not be conclusively determined. A review of the submitted system controller log file appeared to show the system operating as intended. No atypical alarms were captured and the pump speed remained above the low speed limit throughout the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 4 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was recently admitted to the hospital with heart failure symptoms and elevated lactate dehydrogenase levels. A system controller log file was reviewed by the manufacturer's technical services representative and there were no unusual events or alarms noted. It was reported that the lvad was functioning as expected for the patient condition and a cause for the heart failure symptoms and elevated lactate dehydrogenase was not able to be determined. The patient was medically treated and the inr goal was increased. As of 07/20/2016 the patient was reported to be stable and would continue on the current medical regimen.